Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy646ts - ennovate polyax.screw 7.5x55mm canulated. According to the complaint description, intraoperatively, the body of the ennovate screw became loose when it was inserted. The locking screw twisted, and it was removed and replaced with another screw. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: visual inspection - the threaded body and tulip are in perfect condition, and the markings (size, type, and batch) are clearly legible. In the next step the thread inside the body and the insert of the tulip was examined. The thread is deformed and partially sheared of at both sides inside the tulip, the insert is in a proper condition and sits firmly in its position within the tulip. After that the hexagon was checked inside the tulip. Here was found a slight deformation, but the hexagon is still in operable condition. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The complained problem could be indirectly confirmed. With a damaged thread inside the tulip as is presently, a firmly fixation of the rod and the tulip is not possible, so the tulip is not locked firmly. The fixation of the insert is in perfect condition, therefore movement of the insert is neither axially nor radially possible. There are no hints regarding a material, manufacturing, or design-related failure/problem. Based upon investigation results, a CAPA is not required.

Event description:
Update: there was a surgical delay of 30 minutes.